Event description:
It was reported that this pacemaker recorded an alert for out of range right ventricular (rv) pacing impedances via the remote monitoring system. A revision procedure was performed and the other manufacturer's rv lead was surgically abandoned and replaced. This pacemaker remains in service. No additional adverse patient effects were reported. This report is being submitted due to an updated conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded an alert for out of range right ventricular (rv) pacing impedances via the remote monitoring system. A revision procedure was performed and the other manufacturer's rv lead was surgically abandoned and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.